Manufacturer narrative:
Follow-up #1: date of submission 10/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: during investigation, the pump powered on to a blank display. The original complaint of a dim fading display was unable to be investigated. The pump was opened to find the display undamaged with the flex fully seated in a closed connector. A test display was used and produced a clear and legible display. Unrelated to the original complaint, a crack in the battery compartment was found at the threads to the left of the bumper, and at the case seal below the bumper. A crack was found between the case seal, and the display lens corner. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.